Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, following surgery, the patient's indwelling needle was connected for analgesia. Subsequently, blood leakage was observed at the connection point. The anesthesiology department was contacted to remove the indwelling needle. The patient sustained no harm.